Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for spinal pain. The patient went through withdrawal last year (in 2015). There was ¿blood in the line¿ and the medication was pulled out. Some of the medication was removed and the reservoir went empty before the patient expected it to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.